Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Press fit stem in previous total knee arthroplasty broke at threads off cemented femoral sleeve. Pain reported & revision surgery required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information stated that the patient reported pain. Stem and femoral sleeve disassociated. Affected side: right

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. The stem was fractured. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.